Event description:
It was reported by service report that the power cord was cut and needed to be replaced. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: sliced power cord.